Event description:
The paramedics were called and treated the customer for los bgs. The customer stated that the glucose meter was giving incorrect readings. Troubleshooting was performed. Programming was incorrect. Assisted customer to correct programming, remove the reservoir and rewind to correct the insulin concentration.